Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an allergic reaction and rash around the implant area. The icm was explanted. No further patient complications have been reported as a result of this event.